Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation revealed that the patient's right ventricular (rv) lead exhibited failure to capture and high out-of-range pacing impedance. It was discovered that the rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable throughout.